Event description:
Reporter states that baby was delivered in 2008 by the vac assist delivery device. At approximately 42 days later, the baby stopped breathing and the mother performed CPR. Ems was called and stated that the baby was fine. In the next day, the baby had a seizure. Ems was called and transported the baby to the hospital. The hospital stated that the baby was a victim of child abuse. The reporter states that the baby's collar bone was broken, intracranial hemorrhage and possible blunt force trauma to the head was due to the use of the vac assist delivery device, and that all her research supports that the device causes such injuries.